Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside of and not sold in the u.s. Results: a sample is not available for evaluation. Customer photos were submitted of 2 needles with a white material attached to the cannula. The white material appeared to be epoxy resin. It was also seen that on one of the needles there is a limited amount of epoxy at the hub. A review of the device history record, no issues relating to the reported defect were identified. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that the most likely root cause for the reported defect is air in the applicator of the epoxy resin causing a splatter of resin on the cannula. As this material is part of the process it is not technically classed as foreign matter. (B)(4).

Event description:
It was reported that foreign matter was found on a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle before use. There was no report of serious injury or medical intervention.